Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead will not be returned per hospital policy.